Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. A field service engineer disconnected the auxiliary cabinet and verified it powered on correctly. Drawers were then disconnected two at a time to isolate the issue, identifying a failed controller board on auxiliary half height drawer 5.2 that measured nearly zero ohms. Fse replaced the controller board and the position sensor, which had a broken connector. Customer verified functionality by completing the inventory on drawer 5.1 as drawer 5.2 had no loaded medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was nonfunctional. The user changed wall outlets with no success, and the device was shown as offline in remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.